Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump usb port intermittently did not acknowledge the charging cable when attempting to charge the pump. The reported issues resulted in the pump shutting down. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 293-384 mg/dl.